Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring proximal seal delivery tube detached when the plunger was depressed after deploying the seal into the aorta. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on july 02, 2010, for investigation. A visual inspection revealed that the device was returned with the deployment tube inside the hub. The seal and tension spring assembly was inside the delivery tube. The plunger had been depressed. The deployment tube had detached from the hub. Upon sliding the deployment tube out of the hub, some remains of the adhesive were noticed on the lower portion of the deployment tube. There appeared to be more glue on one side of the tube. There was slight evidence of blood on the device. Based upon these findings, the reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).